Event description:
Dr (B)(6) from the clinic reported as follows: (B)(6) girl had surgery of omphalocele repair in 2010 with permacol. There were repeatedly inflammatory reactions which were treated with drainages and later with vac therapies. (B)(6) 2013 the wound was reopened and a part of the permacol mesh was removed, there was another surgery in (B)(6) 2014. Dr (B)(6) said that he has to remove parts of the mesh which are located in a thin layer. There is planned a final surgery in order to remove the whole permacol implant soon.

Manufacturer narrative:
(B)(4).